Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attempt to attach the cutter device to the medium attachment device and motor device failed as it would not lock. According to the report, the shape of the attachment was semicircular instead of rectangular. It was further reported that a standard cutter device was able to be attached. It was reported that there was no allegation of malfunction against the motor device. There were no delays in the procedure due to the event as a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report was inadvertently documented as jun 6, 2016 on the initial report. The correct date is jun 7, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the cutter device would not fit into the handpiece device was confirmed. An assessment was performed on the external features of the cutter device which were found to be out of specifications, the cutter flats were off centered. The assignable root cause of the cutters being out of specification was indication of improper machining of this part during the manufacturing process. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.